Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, "patient called janssen scientific affairs and stated "I had a joint replaced by j&j for my right knee in 2008; it was a j&j depuy knee. In 2014 my left knee was also replaced. They used the attune depuy knee and that is [the left knee] the problematic one. I was noticing the flexion in my left knee had decreased in 2019 and did not think much about it, but in 2020 I was starting to have some left hip pain, leg pain and some swelling all in the left knee area (mostly in the knee cap). Doctor suggested that the only way to get better is to have another knee replacement but did not do the surgery the replacement and had one of his associates do the knee replacement and his name is dr. (B)(6) I wanted to confirm that I had a revision knee in (B)(6) of 2021. The pain and suffering is bad and I feel like my story needs to be told. There is also a portion of it that was growing a bone spur. In the spring of 2021, I finally saw another doctor about it and he [dr. (B)(6)] stated that the x-ray done with the knee were just fine and that the components were fine and they stated that I needed physical therapy. I went through physical therapy from the beginning of (B)(6) till the beginning of (B)(6). On (B)(6) of 2021, I went back to my original doctor [dr. (B)(6)] who confirmed that I had the attune knee that was recalled because the glue used or cement had been recalled and been known to breakdown in the leg. The doctor also stated that the joint could be loose, which would explain the hip pain, leg pain and swelling. He obtained the x-ray and stated that I probably had a lot of scar tissue, which would explain the reason for the bad flexion and had a suspicion that the knee was loose in the leg and that I should have contrast dye done. The results confirmed that the joints had loosened and the dye had broken down mostly at the tibial and the joint." No other information was provided. Patient stated she wanted to get a call from safety to update her and discuss. She also stated she gives permission to contact her provider. Doi: 2014. Dor: (B)(6) 2021. Left knee.